Event description:
Reporting status: malfunction. Reporting rationale: loose stent could cause or contribute to pt injury. Device issue: loose stent. It was reported that the target lesion was the mid to distal rca with heavy tortuosity, moderate calcification and 100% stenosis. The guide wires were replaced, and a 3.0 x 23 mm vision was deployed in the distal rca. The 3.5 x 28 mm vision stent delivery system (sds) was advanced towards the mid rca, but became stuck proximal to the target lesion. Over the angiogram, it was noted that the stent had moved on the balloon; therefore, the balloon was inflated to 2 atm and the sds was removed from the pt with no effects. A new stent was used to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The inability to cross a lesion can also be affected by numerous factors. Stent movement can also be affected by numerous factors including, but not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Reportedly, the lesion was heavily tortuous and moderately calcified with 100% stenosis, which may have contributed to the difficulties experienced. In this instance, the failure to cross and subsequent stent movement appears to be related to circumstances of the procedure.